Event description:
It was reported that right knee revision surgery was performed due to loose tibia.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical medical team concluded, it was reported that a revision surgery was performed on the patient due to loosening of the tibia one year post implantation.. Medial para patellar arthrotomy was performed. According to the operative report of the revision x-rays confirmed a loose tibia. No reports were submitted however for investigation purposes. No complications reported. Intraoperative finding of full thickness loss in all three compartments and severe spurring and bone on bone and the bone graft that was noted (from the primary report was most likely the root cause of the tibial loosening and subsequent revision; however, history previous multiple knee surgeries including acl repair and progressive djd cannot be ruled out as an additional potential contributing factor. The patient impact beyond the reported aseptic loosening and revision surgery cannot be determined. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.